Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon device interrogation post software download, the lead exhibited low, out of range high voltage lead impedance. Therapies were programmed off and an AED unit was positioned in the patients room until the patient stabilized after a video assisted thoracic surgical procedure.